Manufacturer narrative:
(Other) broken zipper - eval results - (other) the backside of the canopy there is a 2 foot tear in the vinyl from the drainage port to the end of the mattress envelope. All of the pt surface of the mattress envelope is worn.

Event description:
It was reported that the posey bed - acute care /long term care model 8050 had a broken zipper. No specific location of the broken zipper on the bed. No pt injury reported. Inspection shows damage to the canopy which could potentially cause or contribute to a serious pt injury.